Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
It was reported by the patient that they had to go through a security gate at the courthouse and that they had suddenly lost feeling in their right arm. The emergency room physician did reportedly not know what to do with them because they did not yet have their ID card. Additional information obtained reported that the emergency room visit did nothing at all and that the patient was still in pain. It was noted that they had the device placed for back and leg pain and their relevant medical history includes non-malignant pain. If additional information is received, a follow-up report will be sent.